Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported delaying treatment after obtaining readings of 41 mg/dl, 57 mg/dl and 120 mg/dl within a 10 minute timescale. When plotted on a parkes error grid one or more of the results fell in the "c" zone which is clinically significant. There was no report of death or mistreatment in this case.

Manufacturer narrative:
The complaint was not confirmed, and no new issues were observed. All results were within range spec and no new errors were observed during control solution testing.